Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received and evaluated. When performing the visual inspection, it could be observed that the device was received without plates or suture. The red trigger, needle and sleeve were found in a normal shape. The functional test was performed to the trigger. The red trigger was fully squeezed, no obstruction or difficulties while activating the trigger were found. A manufacturing record evaluation was performed for the finished device , and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on that the suture was not returned, this complaint cannot be confirmed. A possible root cause for the issue experienced by the customer can be attributed to the procedural variables, such handling of the device or product interaction during procedure, however, this cannot be conclusively determined. . At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). D10: concomitant device: truespan device, therapy date: 11/23/2023

Event description:
It was reported by the sales rep from china that during an unspecified surgical procedure on 11/23/2023 the 3x truespan device had a knot issue, the knots were loose. Changed to another two devices however the same thing happed again another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 3 of the same event.